Event description:
Reporter states customer tested 5.4 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. Patient's coumadin dose was held for 1 night based on both the meter and lab results. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.